Event description:
This case was reported from a nursing home and described the occurrence of aspiration pneumonia in a pt who had accidentally ingested polident denture cleanser. A physician or other health care professional has not verified this report. Concurrent medical conditions included interstitial pneumonia, dementia and lung cancer. The pt had been in a residential care setting since 2003. Sixteen days later at 18:00 the pt had accidentally ingested an unk quantity of polident. An exam by a physician showed no untoward signs. On a subsequent exam the following day the customer was diagnosed with aspiration pneumonia and was hospitalized. The consumer died twenty-three days later. No corrective actions have been required based on this report.